Event description:
It was reported that during a transcatheter aortic valve implantation procedure, an evolut fx+ 29 millimeter (mm) valve was implanted in the patient using a confida guide wire and 18 french(fr) sentrant sheath. Underexpansion of the evolut frame and aortic insufficiency were observed, prompting the physicians to perform a post-balloon aortic valvuloplasty with a vac's iii 20mm balloon, which had also been used for the pre-dilation. While advancing the balloon, it entered the ventricle, and upon retrieval back into the valve, the valve dislodged into the ascending aorta. A 25mm snare was used to hook the c tab of the frame and pull it back into the ascending aorta. A second valve was then loaded and implanted successfully. Trace aortic insufficiency remained after the procedure, and no further action was performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: evfxplus-29, (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2025; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, an evolut fx+ 29 millimeter (mm) valve was implanted in the patient using a confida guide wire and 18 french(fr) sentrant sheath. Under expansion of the evolut frame and aortic insufficiency were observed, prompting the physicians to perform a post-balloon aortic valvuloplasty with a vac's iii 20mm balloon, which had also been used for the pre-dilation. While advancing the balloon, it entered the ventricle, and upon retrieval back into the valve, the valve dislodged into the ascending aorta. A 25mm snare was used to hook the c tab of the frame and pull it back into the ascending aorta. A second valve was then loaded and implanted successfully. Trace aortic insufficiency remained after the procedure, and no further action was performed. No patient complications have been reported as a result of this event. Additional information was received that the deployment starting point was at the bottom of the pigtail catheter. The direction of dislodgement was aortic. Prior to valve dislodgement, the implant depth was 3 mm on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc). After the valve dislodgement, the depth was supra-annular. The aortic insufficiency was paravalvular leak (pvl).

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.